Event description:
Caller reported blood glucose results of 300 mg/dl and "120 or 130" mg/dl within 5 minutes on aviva. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.